Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and loose motion. It was not reported if the patient was hospitalized. The patient was treated with meropenem injection (1g, once daily, intraperitoneal, ongoing) and vancomycin injection (1g, every 96 hourly, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique is ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6 and b7. B5: upon follow up, it was reported on an unreported date, antibiotic treatment was discontinued and patient recovered from the events. Retraining for break in aseptic technique is unknown. Should additional relevant information become available, a supplemental report will be submitted.